Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for failed back surgery syndrome (fbss). It was reported that there was an impedance failure. When an attempt was made to perform intraoperative stimulation, a poor impedance was confirmed. Abnormal high values and abnormal low values were displayed, and the impedance was unstable. The physician's opinion regarding the causal relationship was that it was possible that the impedance failure was due to a problem with the tissue in the patient's body. Wet gauze and dry gauze was used to wipe the lead tip and reconnect the lead; however, impedance did not improve. No changes were observed even when the lead was switched between the left and right sides. The issue was considered resolved. No surgical intervention occurred or was planned. No symptoms were reported, and there was no health damage.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) product type lead product ID 977a275 serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that standard troubleshooting measures were taken (removing the connection to ens, wiping the lead with wet and dry gauze, re-puncturing the lead, confirming the lead was in the epidural space), but the abnormal impedance values did not improve. Since such a problem had not occurred before, it was suggested by the physician that the issue might be due to the patient's body tissue rather than the equipment. A spare wens was used. No specific measures were taken to resolve the impedance issue, and the stimulus output was set as low as possible and the impedance was checked every day. The day after the trial, the impedance value returned to the normal value, and the trial period was completed.

Manufacturer narrative:
H3. Device analysis for ens (B)(6) revealed no anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.